Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to replace power switch. The customer reported to have followed the tse recommendations and the unit ran normally. The customer has conducted final testing.

Event description:
It was reported that an 840 ventilator gives a solid tone alarm after the unit was turned off. The ventilator was not in use on a patient at the time the malfunction occurred.